Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with frozen display and constant tone due to faulty connectors on interface board. Keypad button functioned properly. No damage found on keypad trace.

Event description:
It was reported that the insulin pump had a frozen screen, unresponsive buttons and constant tone. It was stated that the time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.